Event description:
The patient reported that 20 cartridges from 2 boxes have insulin leaking from the bottom portion of the cartridge. The patient had blood glucose levels in the 200's mg/dl but was asymptomatic and denies testing positive for ketones. The patient denied receiving medical intervention as a result of the reported issue. There was no adverse event associated with this complaint. However, this complaint is being reported due to insulin leaking from the cartridges. Replacement products were sent to the patient.

Manufacturer narrative:
Animas has not received the cartridges involved with this complaint. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.